Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. During troubleshooting, it was discovered that an unknown use error contributed to the alarm. The reported stated "cassette blocked'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An unknown use error occurred that contributed to the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.